Manufacturer narrative:
Initial 1 of 5. E1: name: tandem, street: 11045 roselle street, city: san diego, state: ca, zip code: 92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient experienced infusion set cannula was bent which leads to high bg in patient on (B)(6) 2026.